Manufacturer narrative:
The returned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated and the pacemakers memory content was analyzed confirming the clinical observation. The device switched to the eri battery status on february 6, 2025. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. The analyzed data show that the eri battery status was triggered by the programmed high current consumption program (rv: 6.0 v @ 0.4 ms, lv: 4.4 v @ 1.0 ms) and not due to a depleted battery. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. There was no indication of a material or manufacturing problem.

Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.